Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The procedure was performed successfully using a second capsule. There was no patient and user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo device was received for evaluation. The returned sample met specification as received by medtronic. The customer reported that they had a capsule which failed to attached. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.